Event description:
Lovenox needles (for both doses sent up from pharmacy) would not allow medication to come out of syringe. Resulted in attempt to inject pt more than once. No harm to pt. Pharmacy tested: staff attempted to push with nothing coming through the needle. However, with the needle off of the syringe, it flowed fine. Therefore, it was determined to be a needle issue. Bd recall notice sent to pharmacy and materials management.